Manufacturer narrative:
Device evaluated by MFR .:returned product consisted of the maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage however, the distal tip was damaged. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, two streams of water emitted from the balloon wall. The balloon was microscopically examined and two pinholes in the balloon wall at the proximal end of the distal markerband were revealed. There were two deep scratches to the left and right of the pinholes. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 9mm maverick²¿ balloon catheter was advanced for dilation. However the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 9mm maverick²¿ balloon catheter was advanced for dilation. However the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications and the patient's status was fine.